Event description:
On (B)(6) 2025, the patient underwent an implantable port placement procedure in upper border of t6 via right internal jugular vein, which was completed without complications and postoperative imaging confirmed that the catheter tip was positioned at the upper margin of t6. Over the following months, it was reported that the patient experienced poor blood return during nurse aspiration. It was further reported that the infusion was blocked. On (B)(6) 2026, the port was removed due to this issue. Upon removal, the catheter was found to have abnormal deformation, presenting an excessively flattened morphology. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the complete view of catheter attached to port. Blood residues were noted on the device. The proximal end of the catheter was noted to be severely narrowed and deformed. The obstruction and flushing, suction occur due to severe deformation of the catheter. Therefore, the investigation is confirmed for the reported deformation, flushing, obstruction and suction issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent an implantable port placement procedure in upper border of t6 via right internal jugular vein, which was completed without complications and postoperative imaging confirmed that the catheter tip was positioned at the upper margin of t6. Over the following months, it was reported that the patient experienced poor blood return during nurse aspiration. It was further reported that the infusion was blocked. On (B)(6) 2026, the port was removed due to this issue. Upon removal, the catheter was found to have abnormal deformation, presenting an excessively flattened morphology. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.